Event description:
The distributor contacted animas on (B)(6) 2015 alleging a keypad/button (abb tactile cng/unresponsive) issue. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved after troubleshooting.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/08/2015 with the following findings: the returned battery cap was used for investigation. The bolus button cover was found to be completely peeled off and missing; therefore, the reported response issue was unable to be tested. Unrelated to the complaint, the text on the display screen was found to dim and had a pink contrast.